Event description:
The event is reported as: the customer alleges that there is a burning smell coming from the unit.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product concha neptune, serial #(B)(4) was manufactured on 11/19/2007. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. Corrective actions can not be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time due the device sample is not available it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the device sample become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.